Manufacturer narrative:
This was reported to have occurred in the week prior to the date the report was received by the manufacturer. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow occurred during infusion using a clearlink continu-flo solution set. The device was being used with an unspecified secondary set and a baxter infusion pump. The primary bag was lowered at least 20 inches below the secondary bag. The reporter stated that the secondary fluid backed up into the primary set during infusion of iron. The issue was visually observed. The infusion had been running for over 30 minutes when the issue occurred. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.